Event description:
On (B)(6) 2015, it was reported to animas that the pump had a power/battery life issue. Allegedly, frequent low/replace battery alarms had been occurring. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: the black box shows dates from (B)(6) 2017. Bb data from date of complaint has been overwritten. Current bb shows no evidence of short battery life. The pump powers with returned battery cap. The battery cap is unable to fully tighten. Battery compartment cracks observed from thread area to case seal and below grip pad. Battery compartment threads were found to be damaged. There was no evidence of contamination inside battery compartment. Current draws are within specifications. Removed pump case and there was evidence of moisture contamination inside pump on battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.